Event description:
I went to inflate the foley after inserting and a part of the tubing burst open. The piece of the tubing that broke open was not internal but the external portion. It was the tubing near that port that broke, creating a hole.